Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the tubing set was being used for an intermittent delivery of unspecified medications via IV push. The secure-lok male adapter of the tubing set was connected to the patient's IV access site. At an unspecified time, the customer contact reported that the male adapter of an unspecified syringe was connected to the clave port of the tubing set for delivery of 10ml of normal saline via IV push. It was reported that after the solution was delivered, the nurse disconnected the syringe from the clave port of the tubing set. At this time, the customer contact reported that the silicone sleeve of the clave port remained in the depressed position. It was reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.